Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the returned adapter and reload were connected to the power pack in log 212. In this log, the device entered firing mode and the device was partially fired. It was partially fired due to the close key being released and the open key then being pressed. The handle then experienced a communication problem between it and the adapter. The adapter reestablished communication to the handle and tries to go into emergency retract, but it loses communication again. The one wire data of the adapter was lost, and the adapter was disconnected again. When the adapter established connection again, a bad crc was noted on the one wire chip of the adapter and prevented the adapter from being used any further since the adapter one wire data was now invalid/unknown. It was reported that the jaws of the device remained closed on tissue after firing and after firing the device, there was resistance while attempting to retract the knife. The reported issue were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while on antrum of the stomach, the adapter was making sound when firing. It was also reported that the knife blade assembly would not retract and jaws were locked on tissue. Manual retraction tool was used to removed the instrument from the tissue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while on antrum of the stomach, the device fired, however, the knife blade assembly would not retract and jaws were locked on tissue. Manual retraction tool was used to removed the instrument from the tissue. There was no patient injury.